Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la experienced 3 cases of the cannula breaking off or pulling out, and 3 cases of the inner shield/outer cover/cap being unable to attach/detach. The following information was provided by the initial reporter: reports that his wife uses the pen needles for a long time, but in the last batch purchased they've noticed that 3 needles are without their inner part, which attaches to the pen.

Manufacturer narrative:
H6: investigation summary customer returned two images. One image features a pen needle with its cannula broken off ¿ missing ¿ from the non-patient end. The other image features another or the same pen needle with a broken cannula, while the second pen needle has been bent on the non-patient side of its cannula. No specific identification was visually available. This damage appears to have happened during use based on the feedback presented. Using this information, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pen was not properly aligned with the cannulas. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd found that at least one pen needle has been bent on the non-patient end of the cannula and another has broken on the same side. The broken needle would explain why part of it would seem to be missing, and the difficulty attaching the pen would happen as a result of the pen accidentally being misaligned with the pen needle when attaching the two together. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was missing and would explain difficulty encountered while attaching the pen.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la experienced 3 cases of the cannula breaking off or pulling out, and 3 cases of the inner shield/outer cover/cap being unable to attach/detach. The following information was provided by the initial reporter: reports that his wife uses the pen needles for a long time, but in the last batch purchased they've noticed that 3 needles are without their inner part, which attaches to the pen.